Event description:
Reportable malfunction: on 10/20/98, novo nordisk a/s rec'd a novopen 3 device from germany with a complaint that "the dosage selection is sometimes too soft, sometimes too hard." No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on 10/22/98, novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on 10/22/98.